Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels of 37 mg/dl at the lowest. The customer consumed carbs to address bg level. The customer stated that the cause of the low bg level was potential due to estimating on the carb amount when eating and delivering more insulin than needed. While contacting tandem technical services, the customer reported a bg level of 70-260 mg/dl. The customer bolus with the pump to address high bg level. Reportedly, the customer stated the high bg levels were due to not taking the correct amount of insulin for the food consumed.